Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2017 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment. A test battery cap secured properly to the pump. During testing, the pump powered on with auditory and vibration features to a blank screen. Further testing was unable to be performed due to the blank screen. The pump cover was removed, and no intermittent condition was found to the printed circuit board. A failure with the pump¿s read-only memory was determined to be the cause of the blank display. The complaint of a call service alarm issue was not able to be adequately tested during investigation.